Manufacturer narrative:
Continuation of d10: product ID 3708220 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type extension product ID 3998 lot# l91763 serial# implanted: (B)(6) 2002 explanted: 2020-11-10 product type lead product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4) implanted: (B)(6) 2018, product type: extension. Product ID: 3998, lot# l91763, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via manufacturer representative. It was reported that when last programmed in (B)(6) 2019 her pain got better. She said that at the end of (B)(6) 2020 and beginning of (B)(6) 2020 she began to have intense shooting pains down her legs with the stimulator on. When she would turn the stimulator off, the shooting pains would decrease or go away. She has not used the stimulator since then. She said that she did not call the office or rep due to covid. Rep met the patient on (B)(6) 2020 for reprogramming and impedance check. Patient has a paddle lead and impedance check showed that electrode 0 as ¿do not use¿ measured at 40 ,000 and electrode 4 as ¿avoid/possible open¿. The patient reports that she has had three recent falls (all with stimulator off). On (B)(6) 2020 rep attempted to reprogram the patient, avoiding electrodes 0 and 4. When reprogramming the patient reported intense sharp shooting pains going down her legs, said it felt like hot lightening. On (B)(6) 2020 it was evaluated in hcp office and discussed replacing the paddle lead and taking out the extension. Patient agreed and we are awaiting surgery scheduling.

Manufacturer narrative:
H3: analysis of pli # 20: product ID #: 97715. A series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) setscrew was not tightened to the extension or lead. Analysis of product ID: 3708220, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020 found extension was not completely seated. Analysis of product type extension product ID: 3998, lot#: l91763, implanted: (B)(6) 2002, explanted: (B)(6) 2020, product type: lead. Found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.